Event description:
The explanted devices were received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
It was reported by a physician that a vns patient¿s device was still firing even though the magnet was reportedly used to disable the device. The magnet was placed over the scar on the patient's chest, but the generator could not be felt. The physician reported that he could still see the device firing, which was determined by the patient clenching her teeth. The patient had multiple seizures during this time, which were attributed to the pain caused by the stimulation. It was reported that the seizures got worse and more frequent when the magnet was placed over the generator and that the patient had a neck muscle spasm during stimulations. The patient's device was communicated with the next day, which showed that the device was delivering therapy properly and that there had been no magnet activations during the times that the physician and patient stated that the magnet was used. The magnet was taped over the generator, and then the magnet activation was recorded properly. The physician reported that the generator was placed deep in the patient but could still be palpated, which could have caused the magnet to not activate. Follow-up was then received the next day reporting that, even with the magnet taped in place, the patient had neck and face spasms and tremors in the patient¿s cheeks during vns stimulation . Immediately following the symptoms that lasted up to 20 seconds, the patient went into a tonic seizure lasting 20-40 seconds. The patient's device was then programmed off. The patient was then referred for replacement of the device. Further follow-up indicated that the increase in seizures was not worse than before vns, but the device had been off for a week and the patient's seizures were back to one a day. The increase in seizures was stated not to be caused by vns therapy. The patient felt like the magnet didn't inhibit stimulation. The muscle spams, painful stimulation and increase in seizures resolved after the device was disabled, but the patient was still experiencing a subdermal burning sensation around the generator site. The patient had generator replacement surgery due to the painful stimulation. Diagnostics were within normal limits prior to surgery, and the surgeon found no visible anomalies with the devices prior to explant. The generator has not been received to date.

Event description:
Analysis was completed for the returned generator. Both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches between the device and the programming wand. Results were normal for all diagnostic tests performed. The pulse generator performed according to functional specifications. Proper functionality of the generator was successfully verified. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring at a distance of one-inch from the generator, demonstrate the appropriate magnet output for the programmed settings. The generator diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.